Manufacturer narrative:
Batch review performed on 26 august 2020: lot 2000166: (B)(4) items manufactured and released on 07-apr-2020. Expiration date: 2025-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on 26 august 2020. Ball heads: mectacer 01.29.240a sleeve size s (k131518) lot. 184406. Lot 184406: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.230h head biolox option ø 28 (k131518) lot. 19c0059. Lot 19c0059: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in reporting pain due to a subsided stem. Head, stem, and liner were revised. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen was unknown. Washout was performed, head and liner were revised. Presently, on (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head, sleeve and liner. The surgery was completed successfully.